Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked reservoir tube were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted. The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was monitored for several days and no unexpected boluses were noted.

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported changing the site for the infusion set and stopped receiving insulin. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be protruded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.